Event description:
Had surgery to remove silicone implants (baxter heyer schulte) which had been in place since 1981 after a double mastectomy for high risk. Pt fell down a flight of stairs approx 6 yrs ago and her health began to decline rapidly. Ended up totally disabled in 6/97. Three drs told pt not to have explant surgery and assured pt both were intact. They were not; both were grossly ruptured. Surgeon removed them and replaced with mentor saline implants, which surgeon assured me where perfectly safe. Upon further investigation, pt has found that they are not safe. They have a silicone shell and the saline solution can become contaminated with fungus and bacteria. Pt's symptoms and immune problems have worsened since 1997 and pt is now in the process of scheduling surgery to remove saline implants.